Event description:
It was reported that the patient experienced incision site pain, complained of the product not working, and the device was painful at times especially with exercise. The actions required as a result of the event was explant on (B)(6) 2014. It was noted that the device would be returned. The symptoms or complications associated with the event were pain, urinary tract infection (uti), and less that 50 percent therapy relief and the location of the issue was at the device pocket. It was noted that the diagnostic testing and troubleshooting of impedance testing, x-rays, and reprogramming were performed. It was unknown if the issue was resolved or if the cause of the issue was determined. It was reported that the patient status was alive with no injury. Additional information received reported that no additional interventions were taken or planned. The patient was doing well due to the manufacturer representative¿s knowledge and the product was being returned. Additional information received reported that the product was put in the mail yesterday.

Manufacturer narrative:
Product ID: 3889-28, lot# va08xpt, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly. Analysis of the lead ((B)(4)) found no significant anomaly. The lead body conductor was crushed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.